Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an anterior capsule tear after removing the capsulorhexis during laser assisted cataract surgery. The lens was placed and surgery completed without further complications. Additional information received; the surgeon feels the system contributed to the anterior capsular tear.

Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. No system issue was found. The laser system was tested and verified to meet specifications. Surgery support was provided and 15 cases completed without any complications. There are multiple non-system related factors that can possibly cause or contribute to an anterior capsule tear such as patient anatomy, patient/ocular movement, surgical technique and contraindications. There were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).